Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: the light cord is getting hot when being used. Did not occur during a case, and no delays. No consequence to patient or user, no medical intervention. [Update: I think the issue with this unit actually was a result of the l10 failing to turn off once the light cable was disconnected from the scope. I am actually at the facility right now and just tested it for myself and was able to recreate the issue. Sending you pictures of the nature of the issue. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Although the complaint could not be confirmed, the probable root cause could be that the safelight adapter was disconnected from the scope allowing the light to stay on. The safelight adapter should have been disconnected from the safelight cable in order for the safelight functionality to take place and have the light shut off. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a thermal event.